Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of ground pad malfunction and alarms could not be reproduced. Unit passed functional testing during 2 hour burn-in and grounding was normal with no alarms during testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during setup for a hip arthroscopy the generator was not reading the grounding pad and alarms when foot pedal was pressed. There was backup device available and no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.